Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
On (B)(6), that during a triathlon surgery, the surgeon placed a right femur component on a left knee. Before placing the component the whole team checked the implant, but they placed ¿without attention¿ the wrong side femur component. Postoperative the surgeon contacted the patient about this fact and they (orthopedic surgeon & patient) agreed that they don¿t want to do a revision since there are no complications right now.